Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128, (lot: va2tfpk); product type: 0200-lead; implant date: (B)(6) 2023; explant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that they had the device put in in september but it didn't work so they had it replaced in december. The patient said they had been so dry for so long and then all of a sudden they started getting wet again. Patient mentioned that they were on the same program from october to december and they were starting to get wet again and they didn't know if the therapy was helping or not.